Event description:
Pt reported the infusion device fell on the floor and then displayed an e8 power interrupt error message. Pt was unable to clear the error message by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained. It will be provided in the supplemental report.